Event description:
Prior to I/a a sub-incisional anterior capsule tear occurred. No vitrectomy done. First case of 12 done. Approximate age of device: 1.5 years. Location: ambulatory surgical facility.